Event description:
Report 7 of 17. It was reported that while testing with the bd phoenix panel nmic-306, false resistant results were obtained. Confirmatory e-testing was performed and the results were susceptible. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting high mic value for ertapenam with their nmic 306 panels customer is reporting they are seeing an issue with their nmic panels calling ertapenam resistant 1-2. When they set up an e-test the isolate is susceptible. This poses an issue with infection control as these are reported as cro. They are currently suppressing ertapenem results until a e test confirmation is run and want to know if any other labs have had this issue.

Manufacturer narrative:
The bd phoenix nmic-306 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k181665, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k032567, k060257, k023634, k020322, k132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 7 of 17. It was reported that while testing with the bd phoenix panel nmic-306, false resistant results were obtained. Confirmatory e-testing was performed and the results were susceptible. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting high mic value for ertapenam with their nmic 306 panels customer is reporting they are seeing an issue with their nmic panels calling ertapenam resistant 1-2. When they set up an e-test the isolate is susceptible. This poses an issue with infection control as these are reported as cro. They are currently suppressing ertapenem results until a e test confirmation is run and want to know if any other labs have had this issue.

Manufacturer narrative:
H6: investigation summary: this complaint is not confirmed. This complaint is for false resistance of ertapenem (etp) when using phoenix panel nmic-306 (449292) batch numbers 2033038, 2033009, 2040905, 2067289, and 2046656. To investigate, a total of six retention panels from each complaint batch were tested using qc isolates of escherichia coli (a25922) and in house isolates of klebsiella pneumoniae (11061), three panels were tested per isolate on phoenix instrument and evaluated for ertapenem (etp) mic results. Batch 2040905 retentions were not available at the time of investigation. During investigation, all panels tested with both isolates yielded satisfactory results for ertapenem (etp) at an mic of =0.25 with the expected result as =0.5. This complaint is not confirmed for false resistance. A review of quality notifications revealed no quality notifications for the complaint batches. A review of complaints revealed no additional complaints for the complaint batches except complaint batch 2040905 did have on additional complaint. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Per baltrmphxidastaph rev 10 version h, ID 2.0-2.14, indicates the potential risk of a false resistant result as an s3.